Manufacturer narrative:
Risk assessment. No lot # was provided, so a manufacturing record review could not be performed. Because the complaint device was not received and lack of information, the exact cause of the disengagement is unknown.

Event description:
It was reported that the rod to rod connector pulled out post operatively.

Event description:
It was reported that the rod to rod connector pulled out post operatively.